Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual and functional inspections were performed on the returned device. The reported thumb advancer resistance was confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a starclose se device, via a 5f sheath, after a diagnostic cerebral angiogram. Reportedly, the starclose se sheath did not split. When resistance was felt, the safety release mechanism was used to remove the device. Manual arterial compression was applied to achieve hemostasis. Hospitalization was extended due to the issue with the starclose se device. Fentanyl was given. The physician is reportedly trained in the use of the starclose se device. No additional information was provided.